Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to right atrial (ra) noise and jumpy high out of range pace impedance measurements. It was noted that there was no minute ventilation (mv) chop. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to right atrial (ra) noise. It was noted that there was no minute ventilation (mv) chop. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to right atrial (ra) noise and jumpy high out of range pace impedance measurements. It was noted that there was no minute ventilation (mv) chop. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A technical analysis could not be performed due to this device remaining in service. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review if additional pertinent information is provided in the future, a supplemental report will be issued.